Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to regional service center (rsc) for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of universal cable / cord sheath. Based on the results of the investigation, it is likely the following led to the malfunction: it was caused by a component failure of universal cable / cord sheath. Universal cable / cord sheath failure is an electrical/electronic component problem, but the cause of universal cable / cord sheath failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope showed image blackout. The issue was found during inspection of cleaning and disinfection procedure. There were no reports of patient involvement.

Event description:
It was reported that the rigid video scope showed image blackout. The issue was found during inspection of cleaning and disinfection procedure. There were no reports of patient involvement.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.